Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging issues with call service alarms on the pump. The reporter indicated that there was an issue that the piston was broken, was not getting insulin related to the issue, which in turn caused blood glucose levels to become unmanageable. The patient declined to troubleshoot the issue during the call. The reported "unmanageable" blood glucose without values or symptoms does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.